Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services having experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with klebsiella pneumoniae and a white blood cell (wbc) count exceeding 25,000/mm3 (exact count unknown, too numerous to count). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg, both antibiotics for two weeks (frequencies unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model), as well as manual exchanges for antibiotic therapy for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the liberty select cycler at home post-discharge.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services having experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022, following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 presented with klebsiella pneumoniae and a white blood cell (wbc) count exceeding 25,000/mm3 (exact count unknown, too numerous to count). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg, both antibiotics for two weeks (frequencies unknown). The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model), as well as manual exchanges for antibiotic therapy for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis infection, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on the liberty select cycler at home post-discharge.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to aseptic technique or ¿touch contamination¿ is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human gastrointestinal (gi) tract, genitourinary (gu) tract and upper aerodigestive tract. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Should additional information become available related to any fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.